Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The receiver log was reviewed and found hardware battery error, screen error alarms and firmware errors. The reported event of a an error icon display was confirmed. The root cause was determined to be a defective receiver battery.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that the receiver displayed err67 on (B)(6) 2015. The patient's mother did not report injury or medical intervention. No additional patient or event information is available.